Manufacturer narrative:
Device eval by manufacturer: a lotus edge valve system was returned to boston scientific (bsc) and analyzed by a bsc quality engineer. The lotus edge valve system was returned fully sheathed. A kink was noted on the outer sheath (os) 7cm proximal to the distal tip of the os. The lotus edge delivery system was returned in the starting position. The lotus edge valve was unsheathed, locked and released without issue. No issues were noted with the lotus edge valve components.

Event description:
It was reported that a delivery system catheter kink occurred. The patient with mild-moderate calcium was selected for a 25mm lotus edge valve implant. During advancement of the lotus edge valve delivery system, there was difficulty managing the radiopaque marker. The physician pulled the lotus edge valve delivery system back and then rotated the catheter while pushing forward, in order to have the radiopaque marker on the outer curve of the anatomy. The radiopaque marker was not on the outer curve of the anatomy. The lotus edge valve delivery system catheter kinked on the outer sheath of the catheter near the locking mechanism. The lotus edge valve delivery system was removed and exchanged for another 25mm lotus edge valve system. The new 25mm lotus edge valve system was advanced. The 25mm lotus edge valve was implanted without incident. There were no reported patient consequences.

Event description:
It was reported that a delivery system catheter kink occurred. The patient with mild-moderate calcium was selected for a 25mm lotus edge valve implant. During advancement of the lotus edge valve delivery system, there was difficulty managing the radiopaque marker. The physician pulled the lotus edge valve delivery system back and then rotated the catheter while pushing forward, in order to have the radiopaque marker on the outer curve of the anatomy. The radiopaque marker was not on the outer curve of the anatomy. The lotus edge valve delivery system catheter kinked on the outer sheath of the catheter near the locking mechanism. The lotus edge valve delivery system was removed and exchanged for another 25mm lotus edge valve system. The new 25mm lotus edge valve system was advanced. The 25mm lotus edge valve was implanted without incident. There were no reported patient consequences.